Manufacturer narrative:
The device was not returned by user facility therefore unable to be evaluated. A review of manufacturing date, lot size and review of the manufacturing documents were not obtainable as the lot number of the device involved in this complaint has not been provided. A historical review of complaint data revealed two similar complaints in the past two years. (B)(4). The clinical data report, conmed helixar¿ and system 7550 electrosurgical generators with argon beam coagulation cdr-8800, concludes that when used under the conditions and for purposes intended by the manufacturer, undesirable side effects are acceptable when weighed against the benefits to the patients. The instructions for use advise the user of the following. - never activate the argon beam probe when in direct contact to the tissue as this may cause a mild embolism or a risk of perforation. - warning: the distal end of the probe must always be within the field of view of the endoscope before and during activation of the beam. Never activate the beam without visually checking. The cb200 beamer plus argon module and ce200 beamer esu used during this event with the beamer probe were reported by the user facility. Both units were returned to conmed and evaluated. Their evaluation did not provide any information that these units caused the patient harm. The reported failure will continue to be tracked and trended via returns and complaint system.

Event description:
During a colonoscopy, a a-beam-3 probe was being used for the treatment of arterio-venous malformations in the cecum. The procedure was completed with no complications. One day post procedure, the patient presented abdominal pain and was readmitted to the hospital. The patient was discharged home with antibiotics on (B)(6) 2017. The following day, post discharge, the patient presented abdominal pain. The patient was readmitted and on (B)(6) 2017 the patient went to surgery. The user facility reported a quarter size hole was found in the cecum. Per the most up to date knowledge, the patient is still admitted in the surgical intense care unit status post exploratory laparotomy, right hemicolectomy and ileostomy. This report is raised on the basis of a reported serious injury.